Event description:
A report was received that the patient had an infection at the midline incision site and the physician had packed the patients wound. Upon follow-up, the physician confirmed that the wound looked not infected. However, the wound was deeper and had more tracking as the patient had not been getting wound care with packing.

Manufacturer narrative:
Additional information was received that the physician confirmed that the infection was not device or procedure related and the cause was unknown. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 5172947; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had an infection at the midline incision site and the physician had packed the patients wound. Upon follow-up, the physician confirmed that the wound looked not infected. However, the wound was deeper and had more tracking as the patient had not been getting wound care with packing.